Manufacturer narrative:
B3: as the day of the event is unknown, the event date is estimated as november of 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient developed a rash on the back of the neck. The patient had red welts and itchiness. The rash started in (B)(6) of 2025. The patient has not used the device since then. The patient discussed the issue with the prescribing surgeon, and they were unsure whether the rash was from the electrodes. The patient was prescribed triamcinolone 5% and 1%. The patient was also taking a pill but could not remember the name. The patient¿s doctor advised them to discontinue treatment. No further consequences were reported.